Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The sample images provided show a particle floating on top of the sample surface at the time of the initial test; for the repeat test, the particle was gone. This suggests the particle was pipetted during the initial test causing the questionable high result. The investigation determined the event was consistent with a preanalytical handling issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 9.36 ng/l. A new sample was obtained and the initial result was 15.2 ng/l. This sample was repeated twice with results of 9.22 ng/l and 8.70 ng/l.

Manufacturer narrative:
The cobas e801 analyzer serial number is (B)(6) the field service engineer (fse) replaced the tubing detection unit and the pinch tube. Instrument checks were performed and qc was acceptable. The investigation is ongoing.